Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure treating meningioma in the skull¿s bone flap, it was observed that the oscillating micro saw device dismantled due to a loose screw. According to the surgeon, he observed that the metal part of the screw hole was less in thickness and shallow than usual. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was received in two pieces hanging together. Both screws showed wear but one was damaged up to a degree that it could not be inserted back into the thread of the housing. It was also observed that the allen wrench head was damaged and the neck housing showed a worn-out cone which is the counterpart of the screws and defines their final position when assembled. The device failed pretests for visual assessment and visual pin assessment. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. A device history review was performed, and no non-conformances were detected related to the reported condition.